Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the suture pulled away from the swage. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.